Event description:
It was initially reported that the patient had uncontrolled seizures. The patient had multiple seizures and was admitted to the hospital. Her lamictal level was low and the dose was increased as a result. The patient also had additional seizures believed to be due to the generator being at end of service but that was later determined that the generator was not at end of service. The patient was given 10 mg of valium and did not have a recurrence of the seizures. It is unknown if the seizures were above or below pre-vns baseline or the relationship to vns. The physician believed some of the reported seizures were actually pseudo-seizures and the patient has underlying anxiety which contributed to them. The patient was started on a medication that she had responded to well in the past. The patient also have a setting adjustment increased (output current - 3.25 ma, pulse width - 500 usec, on time - 30 sec, off time 3 minutes) which the patient tolerated well. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the physician feels that the patient's increase in seizures were due to her disease progression. Patient was reported at a (B)(6) 2013 appointment to be having 7-8 seizures a week.